Manufacturer narrative:
Evaluation results: deformation problem (balloon; catheter). Related to operational context (event due to attempted use of the device - balloon bond or distal section of the device were nec ked/stretched during procedure). Evaluation conclusion: operational context contributed to event (event due to attempted use of the device - balloon bond or distal section of the device were necked/stretched during procedure). (B)(4).

Event description:
Device evaluation: the transition and distal shafts had detached. A small section of transition shaft material remained on the hypotube. The hypotube was kinked. A syringe was attached to the luer and water was passed through the hypotube to confirm there was no blockage present.

Manufacturer narrative:
Results and conclusion: (root cause undetermined investigation in progress). (B)(4).

Manufacturer narrative:
(B)(4). Additional information received from the sales rep confirmed that there were no issues deflating the device, no attempt had been made to inflate the device before the issues occurred. Image review: coronary angiography (cag) of the left coronary vessels shows the target lesion immediately proximal to the previously deployed stent in the lcx. A lesion immediately distal to the previously deployed lcx stent was treated initially. Followed by the attempted delivery of the 3.5 x 26 mm resolute integrity stent through the left main (lm) and overlapping with the previously deployed stent in the lcx. Advancement difficulties appear to have been encountered but the root cause of these difficulties cannot be confirmed from the procedural images. The possibility exists that the undeployed stent may have caught on the previously deployed stent in the lcx. The guide catheter (gc) was deep seated in the left main. The proximal end of the resolute integrity stent appears to have become bunched and deformed where the stent is located just at the tip of the guide catheter. This suggested that during the delivery diff iculties that there was interaction between the tip of the gc and the proximal end of the stent, resulting in bunching and damage to the proximal end of the stent. Due to this bunching the profile of the stent became too large to withdraw back into the gc. On removal of the wire and the distal portion of the catheter and the stent remained in the vessel. The stent was not dislodged from the delivery catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the mid lm. Device was removed from packaging and inspected prior to use with no issues noted. The lesion was pre-dilated with a sprinter legend with no issues. Resistance was encountered when advancing the device but excessive force was not used. Device did not pass through a previously stent. The device was delivered to the lesion without issue. During repositioning of the device the physician was unable to deflate. The patient was transferred to another hospital to remove the device (including stent) and have surgery to the rca.